Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The clip was returned deployed and in a separate bag with the rest of the device. A visual inspection of the returned clip was performed. One of the jaws on the clip is severely damaged. This jaw remains in the open position and is bent outward from its normal shape thus preventing it from being closed. The other jaw is in the normal closed position and has no signs of damage. The nitinol strips are still attached to the clip. A visual examination of the deployment catheter drive wire hook and catheter attachment (distal end device components) showed no deformities or signs of damage. The tabs on the coil catheter were bent inward at an angle. This is indicative of a large force being applied to the handle when deploying the clip. The handle was manipulated, and the drive wire moved freely inside the outer sheath. During functional testing the device was advanced into the accessory channel of a pentax colonoscope (2.8 mm channel) which was placed in a simulated lower gi position. The tip of the endoscope was retroflexed to simulate worst case scenario. With handle manipulation, the drive wire was again observed to move freely inside the outer sheath. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. A instinct endoscopic hemoclip from lab stock was used for further testing, a potential scenario was identified that was able to reproduce the appearance of the returned clip. In this test, one of the clip jaws was intentionally bent significantly past the normally open position and then the device was attempted to be closed. Closing the clip required significant force and eventually the driver separated from the damaged jaw and allowed the undamaged jaw to be retracted and complete the deployment process. This produced a clip that resembled the complaint device returned, with one jaw in the open position and one in the closed position. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the device evaluation was able to product a similar failure by bending one clip jaw significantly past it's normally open position and then attempting to close the clip and ultimately deploy the clip. This is a potential scenario that could lead to the observation by the user, however, a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used a instinct endoscopic hemoclip. The clip would not close and was intentionally deployed [prematurely in the open position] and was retrieved from the patient. The procedure was completed with an additional hemoclip device. A section of the device did not remain inside the patient¿s body. The patient required the clip to be removed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.